Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Contact force was displayed when the device was connected to the tactisys unit with no error messages noted and optical fibers 1-3 met specifications for optical properties. The device met specifications during temperature testing, flow rate testing, and leak testing. Additionally, the catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During mapping and ablation of premature ventricular contractions in the left ventricle, the patient became hypotensive and an intra cardiac echocardiograph was administered to confirm the effusion in the left ventricle mid-lateral wall. A pericardiocentesis was performed and the patient was then sent to cardiac surgery. It was indicated a steam pop occurred, leading to the effusion. The patient was discharged.